Event description:
A user facility reported to olympus that the error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the connector socket needed to be replaced, therefore, it was surmised that a communication failure with the 190 scope occurred due to the defect of the output connector, resulting to the reported issue of a b30 error. However, the cause cannot be confirmed as the subject device was not returned from the facility. Olympus will continue to monitor field performance for this device.